Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after the implant of this transcatheter bioprosthetic valve, the patient¿s blood pressure dropped and would not recover. Cardiopulmonary resuscitation (CPR) was administered and extracorporeal membrane oxygenation (ECMO) was initiated. No further adverse patient effects were reported.